Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 1.1 was failed. A field service engineer (fse) tested the drawer in test software, and no issues were identified. Fse then pulled the drawer, reseated the cable and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 and 1.2 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.